Event description:
In 2009, it was reported that approximately 3-4 months ago, while the nurse was attempting to advance the triadyne ii side rail from the full, upright position to the half position, the side rail allegedly fell and caught the nurse's left thumb between the panel and the bed frame. According to the occupational health nurse (nr), the nurse's distal phalanx was fractured as a result of the alleged incident and required surgery (details no provided). The following month, the nurse was reported to have been healing with a stable status.

Manufacturer narrative:
Subsequent to the alleged incident, the triadyne ii bed was returned to the kci service center, on 06/24/09, and tested per quality control procedures, including the functionality of its side rail latches. The bed and its side rail latches were reported to have met specifications.